Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage on the force sensor resistor. A corroded motor home switch was noted during the visual inspection. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also stated they were unable to exit from the preparing to prime loop. It was also found the customer's insulin pump would reboot and the screen would be blurry when the insulin pump powers on. Customer's blood glucose was 250 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.